Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the shock button on their device was inoperable. The customer advised that during testing, the shock button was intermittent and would not respond most of the time when pressed. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer advised that they had their device evaluated by a third party service provider. The service provider was unable to verify the reported issue and after observing proper device operation through functional and performance testing, the device was returned to the customer and placed back into service for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.